Manufacturer narrative:
An investigation was performed, which included analysis of the system's logs and an evaluation of the device. No malfunction was confirmed.

Manufacturer narrative:
The investigation is in process pending evaluation of the device.

Event description:
It was reported that a patient was being monitored on the passport 12 patient monitor, and the monitor failed to produce an audible and visual alarm when the spo2 dropped below the alarm limit. No patient injury was reported.